Event description:
On (B)(6) 2025, it was reported by a sales representative via email that the quad pro harvester from an ar-1288qis-90 quadlink implant system failed to completely amputate the quad tendon when fully pressed. A small piece of tendon remained intact and required manual removal by twisting the device. Additionally, upon unwinding the suture from the card, the surgeon noticed that one white tail had slid through the mechanism and come undone. To salvage the graft preparation that had already been done, the surgeon utilized an ar-1588tn-21 tightrope ii abs. After this, surgeon was able to complete case normally. This was discovered during an anterior cruciate ligament reconstruction procedure on (B)(6) 2025.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint allegations are not confirmed based on the customer-provided picture. Visual evaluation of the customer provided photo noted no apparent issues with the device. Refer to attachments. Based on the information provided which may include pictures, videos, the event description, and any additional information from the field, arthrex was able to conclude a most likely cause for the reported failure of an ar-1288qis-90 quadlink implant system failing to completely amputate the quad tendon when fully pressed. The most likely cause for the reported failure can be attributed to user error. The quadpro¿ tendon harvester surgical technique, lt1-000052-en-us_d, notes the following under step 6: using controlled, quarter-turn rotations in the same direction or, alternatively, by rotating the harvester back and forth during the stripping process will allow for an easier advancement of the device compared to a pushing technique. Based on the information provided which may include pictures, videos, the event description, and any additional information from the field, arthrex was able to conclude a most likely cause for the reported failure of the white tail sliding through the mechanism and coming undone. The most likely cause for the reported failure can be attributed to user error likely due to pulling the suture in the incorrect direction.